Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged and unresponsive buttons. Customer's blood glucose was unknown at the time of the incident. It was reported that the battery compartment was completely cracked and the circle button and the up arrow button were unresponsive. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no menu, select, left or down arrow button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.